Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported ¿difficulty to load¿. Clarification was provided that the battery does not recharge. There was no reported patient involvement.